Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 3.00x28 synergy drug-eluting stent was selected for use. During preparation, it was noted that the stent was not crimped on the stent delivery system and the stent struts were stretched with a modification of the stent's profile. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.